Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. There was no material missing from the instrument. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The broken pitch cable was attributed to a component failure and related to device design. There were additional observations not reported by the site that were not related to the primary failure. Visual inspection of the instrument found damage to the proximal clevis weld. The proximal clevis weld exhibited thermal damage. The conductor wire was inspected and did not exhibit any signs of breakage or insulation damage. No thermal damage was observed on the conductor wire. The electrical continuity test was performed and passed. No functional test could be performed on an in-house system due to the cable breakage. The root cause for the thermal damage on the proximal clevis weld is typically due to mishandling/misuse, most commonly caused by collision with another energized instrument. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.051¿ - 0.135¿ in length and were not aligned with the tube axis. The root cause of the ¿scratch marks /abrasions instrument main tube¿ is typically due to mishandling/misuse. A review of the logs showed the permanent cautery spatula instrument (part# 470184-13 / lot# n10200803-0057) was last used on (B)(6) 2021 during this reported procedure with system sk4045. The permanent cautery spatula instrument has 10 allotted uses, and the alleged event occurred on its final use. In addition, a review of the site's complaint history identified no other complaints related to the permanent cautery spatula instrument. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: this permanent cautery spatula instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer discovered the permanent cautery spatula instrument had a broken wire. There was no report of any fragments falling inside the patient. The customer replaced the permanent cautery spatula instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.